Event description:
Patient developed shortness of breath on (B)(6) 2018 and was diagnosed with a pulmonary embolism on (B)(6) 2018. This was after the patient received photopheresis on (B)(6) 2018. Patient has been receiving photopheresis for gvhd twice weekly for a total of 8 treatments, the last of which was on (B)(6) 2018.